Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer delivered 30 units and did not see drops exit the tubing. Without changing any of the supplies, the customer performed the fill tubing step again and reported seeing drops exit the tubing. The customer was successfully able to resume insulin delivery. There was no known impact to the customer's blood glucose level.